Manufacturer narrative:
Patient information: (B)(6). A review of tickets determined that there is normal complaint activity for alinity ict serum calibrator ln 8p69 lot 67902un19. Trending review determined no adverse trend for falsely depressed results for the product. Return testing was not completed as returns were not available. A repeat test on the patient samples at the customer site produced an acceptable result. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity ict serum calibrator ln 8p69 lot 67902un19 was identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for two samples. The following data was provided: sid (B)(6) initial result = 119 mmol/l, repeat = 138 mmol/l, repeat on another analyzer = 138 mmol/l; sid (B)(6) initial result = 114 mmol/l, repeat = 137 mmol/l, repeat on another analyzer = 137 mmol/l; no impact to patient management was reported.